Event description:
It was reported the patient had fallen. As a result, the lead had migrated. During surgical intervention, the lead was explanted and replaced. The doctor electively explanted and replaced the ipg. The patient is receiving adequate coverage with the replacement lead. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.